Manufacturer narrative:
The returned device was evaluated. Inspection found no image on the device. In addition, the bending section (a-rubber) was found to be missing, leaking was observed. Scope connector was found loose. The ¿a-rubber¿ glue, insertion tube, light guide tube, light guide lens are all identified to be non-olympus parts. Based on evaluation findings the failures found, physical defects, identified third party parts (non olympus) could be attributed to use handling and maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
A report of brown or black residue found on the device with brown and black around mesh before clean out in the machine was reported. No known patient impact, user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.